Event description:
Complaint received for two occurrences of accidental disconnect between y-clave and PICC hub causing free flow of blood and oncolytics, for one incident. No operator or patient harm.

Manufacturer narrative:
No devices expected to be returned and only one was reported to have unprotected oncolytics exposure. All hospital protocols followed for oncology leaks and spills within the first minute of noticing the leak. No adverse event for the operator or patient. ICU medical will continue to monitor and trend.